Manufacturer narrative:
The following other knee devices were also listed in this report: no 5. Triathlon ts plus tibial insert x3 poly 25mm, cat# 5537-g-525, lot# mhlpp2. Tri ts baseplate size 5, cat# 5521-b-500, lot# bjer. Triathlon cemented stem-15mm x 100mm, cat# 5560-s-215, lot# n4s39j. Triathlon cemented stem-15mm x 100mm, cat# 5560-s-215, lot# n4n50k. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the devices cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "that subject is enrolled in the (B)(6) study. The subject's leg was amputated above the knee due to a joint infection. The device was not retained. The amputation occurred at a different facility and medical records could not be obtained."